Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086604. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedance on one of the implanted leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a single paddle lead to address the issue. It is unknown which lead displayed the high impedance.